Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer¿s blood glucose (bg) level ranged from 50 - 300 mg/dl. Customer changed out supplies to address bg level. Although requested, contact declined to upload the pump for tandem technical support to investigate further. A replacement pump was sent to the customer for customer satisfaction. Recommendation was made to consult with a healthcare provider to discuss diabetes management.